Event description:
A malfunction alarm was reported, specifically identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which was acknowledged and understood by the customer.